Manufacturer narrative:
Concomitant medical products: product ID: 8782, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8784, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8782, (B)(4), ubd: 25-feb-2018, (B)(4); product ID: 8784, (B)(4), ubd: 11-mar-2018, (B)(4). The catheters (8782 and 8784) and the pump were returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was spasticity. It was reported that system was infected and explanted. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.